Event description:
It was reported that the device was used during a laparoscopic gastric bypass. It was reported that after placing the trocars, the surgeon realized that one of the posts was being hindered by the falciform ligament. Patient decided to take the falciform ligament down with the lcsc5. The surgeon's assistant used the lcsc5. After removing a good portion of the ligament, they moved on and attempted to position the liver retractor. While doing this, they noticed that the trocar running through the falciform ligament had shattered at the end. They removed the trocar and its fragments and placed another one in. They noticed a few melt marks on the canuula. They eventually had to convert to open due to the size of the patient's liver, not the trocar. There were no other consequences to the patient.